Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the programmer screen froze upon review of the diagnosis data and upon navigating through different diagnosis screens, the programmer had to be unplugged and restarted to restore normal behavior. An explanation is required.